Event description:
The pt sustained a singificant blow to the head in the area of the implant in 2003 the valve was found to be stuck at pressure level 2.5. After several attempts the pressure level was adjusted to 1.5 and then 1.0 using a strong magnet the following day. During a follow up visit 18 days later the pt suffered from hydrocephalus and the pressure level was found to be at 2.0. The strong magnet was no longer successful in initiating a pressure level change and the valve was replaced.